Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed broken antenna coil wires, a cracked seam weld, and a dented bottom cover. In addition, the electrode was sliced near the electrode ground ring prior to receipt which is believed to have occurred during explant surgery. The photographic imaging inspection confirmed broken antenna coil wires. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The scanning electron microscopy analysis confirmed a crack in the seam weld. The open device visual inspection revealed shorted and disturbed wirebonds. This is due to the dent in the bottom cover. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This ultimately caused the device to cease functioning. In addition, the device had broken antenna coil wires. Corrective actions were implemented. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.